Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being prepped for elective surgery and the physician placed a magnet over their implantable cardioverter defibrillator (ICD). The physician noted there was no magnet alert tone that could be heard with a stethoscope. The magnet was kept in place during surgery. The decision was made to keep the device in place until it reached elective replacement indicator (eri). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.